Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure for a pacemaker dependent patient, the left ventricular (lv) lead was disconnected from the chronic device and connected to the new device. Pacing support was provided from the new device. The right ventricular (rv) lead was disconnected from the chronic device and connected to the new device. Noise with pacing inhibition greater than two seconds was observed when connecting to the new device. When the rv set screw was tightened, no pacing support was provided. The rv lead was disconnected from the new device and quickly connected to the pacing system analyzer (psa). The second attempt to insert the rv lead into the new device resulted in immediate pacing support. No adverse patient effects were reported as a result of this clinical observation.